Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a female patient. On (B)(6)2012, the patient was diagnosed with peritonitis. The patient was hospitalized on (B)(6)2012 for peritonitis. Treatment rendered for the events was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, product surveillance spoke with the peritoneal dialysis nurse to obtain further information regarding the event of peritonitis. The nurse reported that the patient was not hospitalized for peritonitis but was for other medical reasons unrelated to peritoneal dialysis therapy. The nurse also confirmed that the cause of the peritonitis was from a touch contamination. Per the nurse, the patient was retrained on using proper aseptic technique. The patient was placed on vancomycin (dose, route, and frequency not reported). The patient is considered to be recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this peritonitis event involved a use error and there was no allegation of a product malfunction. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error-breach in aseptic technique was confirmed because the nurse reported a breach in aseptic technique (touch contamination) by the patient and peritonitis. A labeling review found the labeling to be adequate for the use/user error identified in this incident. The root cause was undetermined.